Event description:
The customer stated that the insulin pump was exposed to water and the device displayed an alarm on the screen. The customer attempted to clear the alarm, but the buttons were unresponsive. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.